Manufacturer narrative:
A sample was not returned related to this event. The customer's complaint history was reviewed for the period of (B)(6) 2010 through (B)(6) 2011; this is the first event reported for this issue for this facility. As the customer did not retain the lot number, DHR and lot history could not be reviewed. While a sample was not returned, the reported system message complaints have been attributed to leaking cassettes/drain bags. Drain bags have shown acceptable function test results, however, when the drain bag is in the upper range of the cracking pressure specification (pressure required to open and allow drainage in to the drain bag), leaking may occur at the pump elastomer signaling a system message. As a preventive measure, alcon has adjusted inventory of conforming drain bags with cracking pressures in the upper tolerance zone to conforming drain bags with cracking pressures in the lower tolerance zone. Additionally, an add'l elastomer mold was purchased in 2010. Testing has shown that elastomers mfg on this newer mold have a better pressure tolerance than the previous elastomer mold and will be an enhancement to the product performance with respect to leakage. The elastomer from this new mold thas been validated and placed into production. (B)(4).

Event description:
A surgeon reported that during a cataract surgery, the system displayed an error code. Despite the replacement of the cassette and rebooting of the system, the problem persisted. The surgeon decided to use another system to complete the surgery. As the pt was only under topical anesthesia, he could hear everything and was restless. According to the surgeon, that led to an ocular hemorrhage (no detail regarding the localization). The surgeon reported he did not observe any leak from the cassette. Add'l info has been requested.